Event description:
It was reported that the device entered backup mode with no high voltage defibrillation therapy after a magnetic resonance imaging (MRI) scan. Abbott technical support reviewed device session records and alleged the device was not reprogrammed to MRI mode prior to the MRI scan. The device was restored and reprogrammed to resolve the event. The patient was in stable condition.